Event description:
It was reported that a system error 2240 alarm (air in line) occurred during a dwell cycle while using the home choice (hc). The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. There was no serious injury or medical intervention reported. Additional information is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.